Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim and discolored display. The battery compartment was found to have cracked below the grip pad. The keypad cover was peeling from the base. No tactile issues were found with the buttons. Removal of keypad cover found contamination under the ¿ok¿ button contact. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored, battery compartment was cracked, and contamination was found under the ¿ok¿ button contact. This report is made based on the results of investigation completed on (B)(4) 2015.